Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air leakage was observed from port 5 during use of an exactamix 2400 valve set. The event occurred during medicine pumping. There was no patient involvement. No additional information is available.